Event description:
It was reported that a smiths medical pump alarmed "no disposable- clamp tubing". Alarm was silenced, reviewed settings and powered pump off. Clamp was closed and removed cassette, cassette was gently tapped and massaged line to disperse air bubbles in the line. Cassette was replaced and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. Pump setting: res vol- 14.9ml, rate- 2.3ml/hr, given- 92.05ml. No further information available.